Event description:
It was reported that 6 weeks post-implantation, it was confirmed though x-rays that the lag screw was sliding to the outer side. The surgeon will continue to monitor the patient's condition. No further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source - japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Currently still implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: z nail cmf 10mmx21.5cm 125 l item#47249821110 lot#3052830. This follow-up report is being submitted to relay additional and corrected information. No product was returned or pictures provided: product evaluation could not be performed. A review of the manufacturing records identified no deviations or anomalies during manufacturing related to the reported event. Devices used for treatment. Two x-ray pictures were returned for evaluation. One x-ray shows the that the lag screw changed its original position. It seems like that the lag screw was sliding to outer side. Based on the available information it is not possible to determine the root cause for this issue. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2022 - 00564, 0009613350 - 2023 - 00014. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.